Event description:
The patient reported that when charging the omnipod personal diabetes manager (pdm), the bottom of the device overheats and the pdm charges slowly. Additionally, the patient reported that the device charges to 100% but drains completely overnight. The patient's blood glucose levels were consistently elevated (current reading at 320 mg/dl) over a 3¿4-day period. The patient stated to be using a green charger (dexcom-issued).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.